Event description:
Complainant alleged that while attempting to pace a patient, the device's pace output was incorrect. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.